Manufacturer narrative:
The twist was visible when the balloon was removed from the packaging. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: a visual and a tactile inspection was carried out on the returned device. Dried blood was found on the device. The red protection was on the shaft and the balloon was unfolded. A twist was found in the middle of the balloon. No further issues were detected. The device was flushed. An 0.018¿ guide wire did not advance through the lumen of the device. A purging test was performed. Negative pressure was applied with a manometric syringe on the balloon and no bubbles emerged in the water column. The balloon was inflated at: - 2 bars: a change in profile and wrinkles were visible on the balloon in correspondence of the twist; - 7 bars-14 bars: the signs of twist on the balloon were no longer visible. No change in profile and no wrinkles a twist on the guidewire lumen was detected in correspondence of the twist. After the inflation test the balloon was deflated. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an inpact pacific to treat a lesion in the sfa. There was no resistance advancing the device. There was no friction reported with ancilliary devices. The balloon was first inflated to 7 atm and it was reported the balloon twisted and could not fully inflate. The device was then inflated a second time to 9 atm and a balloon twist was noted. There was no difficulty deflating or removing the balloon. The physician inflated the balloon for a third time outside of the patient, no twist was noted. Another drug eluting balloon was used to complete the procedure. There were no patient complications reported. Please note that this device "in. Pact" pacific pta balloon catheter is not marketed in the united states; however, the device is deemed the same as the united states marketed device in.pact admiral pta balloon catheter.